Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the tibial tray and the bone which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. It is possible that a contributing factor to the reported wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. The extent and root cause of the prosthesis wear and tibial loosening could not be confirmed as the device was not returned for evaluation, and radiographs were not provided. The most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable cause associated with the event of ¿loosening - tibial¿ is associated with weakened integration of the tibial component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the surveillance of medical devices of the spanish agency of medicines and health products, patient had poor clinical evolution leading to early replacement of knee prosthesis implanted on (B)(6) 2017. The tibial insert was deteriorated when removed, it was affected by the health alert sent by the company. No additional information available.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the tibial tray and the bone which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. It is possible that a contributing factor to the reported wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. The extent and root cause of the prosthesis wear and tibial loosening could not be confirmed as the device was not returned for evaluation, and radiographs were not provided. D10: (B)(6) 232-02-03 - optetrak asy, cr porous femoral, sz 3, left. (B)(6) 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t. This follow-up report is being submitted to relay additional information. This follow-up report is being submitted to relay corrected information.